Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif-1200n operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-1200n reprocessing manual chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found connecting tube had a dent and a scratch; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; protector of universal cord on control section side had a scratch; scope connector cover unit had a scratch; lock engagement lever had a scratch; free-engage knob had a scratch; upward/downward angulation control knob had a scratch; right/left knob had a scratch; switch box had a scratch; scope cover had a scratch; scope connector had corrosion and a scratch; universal cord had a scratch; grip had a scratch; control unit had discoloration and a scratch; plug unit had a crack. Cleaning, disinfecting, and sterilization (cds) information: it is unknown if the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown if the customer had any idea about what the foreign material was. It is unknown if there was delay between the end of clinical use and the start of pre-cleaning. It is unknown if the customer was able to flush the air/water nozzle with water and air. It is unknown if there any abnormalities in the accessories used for reprocessing. It is unknown if the customer immersed the endoscope in the detergent solution. It is unknown if the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. It is unknown if the customer flushed the air/water nozzle/ channel with the detergent solution. The facility had no concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement.